Event description:
It was reported that the left ventricular lead dislodged. An attempt to reposition the lead was unsuccessful, and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.